Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a error code 64 populated after registering the patient. The error popped up when the site was going to drape the patient. Rebooting the system resolved the issue, and the surgery continued. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome. Additional information was received. The sequence of events that led to the error code was reported. The surgeon successfully registered, verified and entered navigation mode. The error message appeared quickly after they entered navigation mode. Navigation was not being used at the time the error message appeared and the system restarted and was functioning before navigation was needed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version #: 2.0.1 h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed no faults were found, the system performed as intended. Codes b01, c19, and d14 are applicable to this system checkout. H3, h6) a software analysis was initiated to determine the cause of the issue. Analysis found the reported behavior was not able to reproduced in-house. The logs captured a corefile and segmentation fault in "qmlguiservice" on the date of the issue reported. The program terminated with signal "sigsegv", segmentation fault, in the "libnvidia-glcore.so.430.40" library during the function call this issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.